Manufacturer narrative:
No specific da vinci device malfunctions were reported, and the author did not allege that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: esposito, c., et al. (2025). Seven years of pediatric robotic-assisted surgery: insights from 105 procedures. Journal of robotic surgery, 19, 157. Https://doi.org/10.1007/s11701-025-02257-w section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e: the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event.

Event description:
A review of an article that conducted a retrospective review of 105 cases over 7 years (2017¿2024) to evaluate outcomes, efficiency, and training experiences was performed. A total of 105 children (58 boys, 47 girls) aged 2¿15 years underwent robotic-assisted procedures using the da vinci xi system. One case involved a 5-year-old boy who had undergone robotic-assisted pyeloplasty, developed a perirenal collection due to the dislodgement of the double-j stent, which migrated from the bladder into the ureter. Ureteroscopy was successfully performed to retrieve the displaced stent and replace it with a larger one, followed by laparoscopy to drain the perirenal collection. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.